Manufacturer narrative:
Two photos and one device were received in used condition without the original packaging. Per visual inspection, the cuff was detected to have a puncture confirming the complaint. No other analysis was performed. Because the product was not found damaged until it was in use with the patient, the root cause could be due to improper use of the product. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No corrective actions were taken since the main cause of the leakage problem was improper use of the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that the balloon was damaged. No adverse patient effects were reported by the customer.